Event description:
The handpiece was giving steady tones with no error codes during a lap prstatectomy. Steady tones were intermittent. The generator and handpiece were replaced and the case was completed successfully with no pt consequence.